Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation at below rated pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation at below rated pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.